Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the possible cause of the low bg was customer manually giving a large correction bolus. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the low bg; however, the customer did not respond. No additional patient or event information was available.